Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was request for this implantable cardioverter defibrillator (ICD) system to determine why anti-tachycardia pacing (atp) was delivered. Upon review, technical services (ts) explained that rhythm was highly correlated, narrow complex tachycardia. Upon further review, sustained rate duration had timed out in the ventricular tachycardia (vt) zone. The atp was effective, and the ts agent commented that it was not uncommon to see atp convert re-entrant supraventricular tachycardia (svt). Review of another ventricular episode revealed highly uncorrelated vt with two undersensed beats right before the end of the duration due to big/small phenomenon. As a result, quick charge atp was delivered. The delivered quick charge atp was slower, and would not have been delivered had undersensing not occurred. It was also unclear whether this accelerated the patient's rhythm into ventricular fibrillation (vf), however the subsequent shocks converted the rhythm effectively. Review of a third ventricular episode showed a wider complex svt that was highly uncorrelated. This rhythm meets detection in the vf zone where quick charge atp slows the rhythm into the monitor only (mo) zone, and a shock is delivered. Ts explains that the shock was delivered due to the presence of a mo zone, otherwise the charge would have been diverted. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.